Manufacturer narrative:
(B)(4). Unit passed the displacement test. Unit received with cracked retainer, cracked battery tube threads and cracked case at battery tube side. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on (B)(6) 2016 that the insulin pump had pieces of plastic coming loose from the top of the reservoir casing. Blood glucose was not provided. No symptoms or treatment were reported. Troubleshooting was not performed. Product was returned for analysis.